Event description:
It was reported that balloon detachment and deflation issue occurred. A 6.0 x 40, 75cm mustang¿ balloon catheter was selected. It was noted that the balloon got "stuck" in the sheath from a non-bsc device. The balloon would not deflate enough to come out of the sheath. When the device was pulled out, the balloon stripped off thus the entire sheath was removed. The procedure was completed with another unspecified size mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).